Event description:
It was reported that pump experienced malfunction alarm with malfunction code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.